Manufacturer narrative:
No product return, no product evaluation has been able to be conducted and lot number is unknown; therefore the device history records are unable to be reviewed. Additional data from 20 october 2017 inform that revision was due to degeneration on inferior level and surgeon noticed on easy spine's devices that arthrodesis was secure. Then the surgeon decided to remove them. Conclusion from 12 dec 2017 is that root cause of that event is not related to a device issue.

Manufacturer narrative:
Additional information was requested, but not received at this time (ref / lot of products, images of surgery). Not returned.

Event description:
Es ablation : bent torx + broken screw holder.

Manufacturer narrative:
No additional information received : ref and lot of implants removed are unknown as initial surgery was not performed in the same facility that for the revision. No other information will be provided. Cause of revision is unknown.

Event description:
Es ablation: bent torx + broken screw holder.